Event description:
Customer stated they received a result of 57mg/dl without applying blood. States that this has happened on several occasions. No controls in use. A request was made for the return of the suspect device and replacement product was sent.